Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to erosion and patient dissatisfaction. The erosion was attributed to the tubing in the lower abdomen. The tubing was protruding beneath the skin. The pressure regulating balloon (prb) was explanted and replaced as a result. The explanted prb is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.